Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 15, 2024. Upon further investigation of the reported event, the following information is new and/or changed: b5: (updated describe event / problem). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H6 (added adverse event problem 2199). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
New information received that indicates, there was no delay, the product was changed out, and the surgery was completed successfully with no patient effect.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d9 (device availability - added date returned to manufacturer) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information) h3 (evaluation is in progress, but not yet concluded) another follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 05, 2024. Upon further investigation of the reported event, the following information is new and/or changed: d1 ¿ (updated brand name); d2a ¿ (updated common device name); d4 (additional device information - added exp date and updated primary unique device identification (UDI) number); g3 (date received by manufacturer); g6 (indication that this is a follow-up report); h2 (follow-up due to additional information) ; h4 (device manufacture date); h6 (identification of evaluation codes 11, 3331, 4114, 3221, 4315). The affected sample was not returned for evaluation; therefore, a thorough investigation could not be performed. A representative retention sample was obtained and inspected with no anomalies noted. The retention sample was set up in a circuit where saline solution was run at 2.5 l/min for approximately 20 minutes and then the roller pump was turned up to 6 l/min for approximately 1 minute. No bubbles were noted during the entirety of the test. Without a returned device a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, an air bubbles was noted in the reservoir. It is unknown if there's a delay, whether the product was changed out, or if there was any effect on the patient results of the surgery. Terumo continues to attempt to gain more information regarding this event from the user facility. As per the user facility, air rises in the riser tube, and when priming the heart lung machine (hlm) the venous inlet line cannot be vented. There was no patient involved.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer); g6 (indication that this is a follow-up report); h2 (follow-up due to additional information and device evaluation); h3 (device evaluated by manufacturer); h6 (identification of evaluation codes 10, 11, 3331, 170, 25). The returned sample was visually inspected, with no anomalies noted. The unit was set up in a circuit, where in a saline solution was run at 2.5 l/minute for approximately 20 minutes, and the roller pump was turned up to 6 l/minute for an approximately 1 minute. Upon completion of the evaluation, it was confirmed that air bubbles were present during the test, and it was found that the small o-ring on the venous port was broken allowing air to enter. The o-ring creates an air-tight seal to prevent air from being drawn into the reservoir during circulation. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.